Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were swimming and got a critical pump error. The customer's blood glucose level was 12.2 mmol/l. The customer also reported that there were cracks on the outer shell of the insulin pump. Customer reported that the type of moisture exposure was fluid. Customer stated that they did hear fluid when shaking the insulin pump. Customer stated that they see fluid under the lcd. The customer was advised to revert to back up plan. The device will not be returned for analysis.